Event description:
It was reported in a literature review that the patient underwent total abdominal hysterectomy, abdominal sacrocolpopexy and burch procedure in 2006 and mesh was implanted. Following the procedure, the patient experienced pelvic pain, hematuria and recurrent urinary tract infections. The patient experienced erosion of intravesical sacrocolpopexy mesh into the bladder. The patient underwent transabdominal transvesical removal of the sacrocolpopexy mesh and abdominal sacrocolpopexy with autologous fascia in 2014. Post-operatively, the patient did well with no recurrence of symptoms. Additional information has been requested.

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. - attachment: [prolene suture. Pdf]